Manufacturer narrative:
Additional information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line of a homechoice cassette during fill one of peritoneal dialysis therapy. The patient stated that the fluid started spilling out on the top of the patient line, just under the luer connector. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.